Manufacturer narrative:
(B)(4). Reported event of wire broke. Investigation results: visual evaluation of the returned device found that the catheter and pull wire had been kinked in multiple locations throughout . Moreover, the blue tuohy-borst cap had been completely unthreaded from the t-fitting threads. The handle was found slightly bent. The pull wire was found broken; it was still attached to the thumb ring hypotube. Brush bristle section was present, properly formed, and without issue. Functional analysis was not performed due to pull wire was broken. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during a biliary scraping cytology procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the brush was difficult to extend and retract in the stenosis area. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; wire broken.